Event description:
The customer was waiting for the facility to order a powerchair for his use. The facility gave him a loaner powerchair, and when driving, his legs came off the foot platform. The customer sustained two fractured legs.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. Conclusions: a follow up report will be submitted upon completion of investigation.